Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the average tortuous, severely calcified and 90% stenotic proximal to mid left anterior descending artery. After attempting to dilate the lesion with two non-bsc balloons which both ruptured at 10 atms, the physician advanced the 2.75 x 15 mm quantum maverick balloon to the lesion and inflated it to 12 atms for 10 seconds and it ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with a different device. Pt status is listed as "good".